Manufacturer narrative:
Additional information: a1, a2 (dob, age, unit), a3, d11.

Event description:
It was reported from the critical care unit that the syringe tubing set had cracked at the connection site after two days of use. There were no adverse effects to any patients from the event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the critical care unit that the syringe tubing set had cracked at the connection site after two days of use. There were no adverse effects to any patients from the event.

Event description:
It was reported from the critical care unit that the syringe tubing set had cracked at the connection site after two days of use. There were no adverse effects to any patients from the event.

Manufacturer narrative:
The customer¿s report that the syringe tubing set had cracked at the connection site was confirmed. Lateral cracks in the female luer wall of model 30873 located at the top end of the female luer opposite of the luer gate, was observed. A small portion of the female luer injection port was broken off. No other damages or anomalies were observed. A device history record for model 30873 with lot number 19115348 was performed. The search showed that a total of 7,703 units were built in 1 lot on 05nov2019. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the female luer cracks were a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the pvc materials used in the new female luer.